Event description:
It was reported that during a surgical procedure, the burr broke in the attachment. It was also reported that there were no adverse consequences as a result of this event and there was a 1 min delay to the procedure. No further info is available.

Manufacturer narrative:
The burr subject to this investigation was not returned for eval. The attachment subject to this investigation was returned for eval, no issues were identified which may have contributed to this event. Part number and lot number info has not been provided to permit further investigation. The root cause is not determined. If the burr is returned, an eval will be performed and a f/u MDR will be submitted.